Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware parts. The fse replaced multiple parts which includes the v31 and v29 valve, cuvette wheel, valve for the wash nozzle, vacuum pump, valves, ptfe tube, gear pump control board, gear pump, cuvette wash unit, packing for tube mount joint unit 2 and performed all required alignments which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for cre (creatinine), actm (acetaminophen), and pheny (phenytoin) on their au5800 chemistry analyzer. The erroneous results were reported out of the laboratory; however, there was no affect to patient treatment in association with this event. Quality control was within the laboratory's established ranges prior to the event.